Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the soft key in the first row, second column, was not working. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the failing keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had the soft key second top row from the left was not working. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.